Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in two pieces for analysis. Visual examination found an external insulation abrasion exposing the outer coil proximal to the suture sleeve tie down impression, consistent with friction to the device can. All other damages found are consistent with procedural damage.